Manufacturer narrative:
Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. The customer stated that the reservoir able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.